Manufacturer narrative:
Additional narrative: UDI: (B)(4). Investigation summary: the device was received and evaluated. Visual observations revealed that the device had some marks of use as usual on these type of reusable devices. Upon reviewing the lower jaw, it was found that it was damaged, the welded part was broken. Since the lower jaw was damaged, the functional test cannot be performed. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint can be confirmed. The possible root cause for the damaged jaw can be attributed to procedural variables, such handling of the device or product interaction during procedure; an excessive force was applied to the device's jaw; since this device is reusable, the continuous use and sterilization process can cause metal fatigue leading to damages on the lower jaw, however, this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by sales rep that during a shoulder arthroscopy procedure on an unknown date, it was observed that the expressew iii w/o hook device failed. During in-house engineering evaluation, it was determined that the welded part on the lower jaw on the device was broken. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.